Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. The reported separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.5x30mm rujin + balloon guide cath: ebu4 boston. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid circumflex artery. A balance middleweight (bmw) hydro guide wire was advanced without resistance through a non-abbott guide catheter. A non-abbott balloon was advanced without resistance over the guide wire. The guide wire and non-abbott balloon advanced without resistance through the guide catheter. At the control, it was noted that the balloon and guide wire were not together. It is believed that the guide wire separation occurred during advancement through the guide catheter. The separated distal portion of the guide wire was retrieved using an unspecified guide wire in parallel with an unspecified balloon to capture the distal part of the bmw which was still in the guiding catheter. The separated guide wire, balloon catheter, and guide catheter were removed as a single unit from the patient anatomy. The procedure was completed with new devices. No other procedural issues were noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.